Event description:
The customer observed a lower slope of potassium calibration curve and a low quality control levels of potassium when using the clinical chemistry serum ict calibration lot # 0505017. Recalibrating and performing the bleaching procedure did not resolve the issue. This occurred on the aeroset analyzer. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.